Event description:
Procedure: laparoscopic colectomy. According to the reporter: the procedure was completed without problem, but after surgery, the surgeon found the seal of the port had a cut. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).